Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly underwent surgery to remove a polyp in the implanted ear. The recipient is reportedly experiencing cholesteatoma that caused the electrode to be exposed in the facial recess, however, the surgeon cleared the recipient for device use. The surgeon is treating the patient's condition. A CT scan is under consideration.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient will reportedly not pursue revision surgery at this time. The recipient has healed and is using the device. The recipient will be managed per clinic protocol. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Programming adjustments were made, however, the issues did not resolve. A CT scan revealed no abnormalities. Partial mastoidectomies have been performed. Revision surgery is under consideration. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient will reportedly not pursue revision surgery at this time. The recipient will be managed per clinic protocol. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly under went a tympanomastoidectomy and tympanoloplasty surgery on (B)(6) 2023. Debris and the cholesteatoma were removed. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.